Event description:
It was reported that the physician's handheld was freezing intermittently which was causing difficulties during patient appointments. The physician requested a new programming system due to frustration. It is unknown what screen the freezing is occuring on. A new programming system was provided to the physician and the handheld and flashcard were returned to device manufacturer for analysis. Analysis is underway, but has not been completed to date.

Event description:
An analysis was performed on the returned flashcard and handheld device. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.